Event description:
It was reported that during attempted insertion of a 5.5fr triple lumen catheter, difficulty was enountered removing the spring wire guide from the pt. The wire guide began to unravel and ten separated with a 2cm piece remaining in situ. The exact location of the indwelling piece of wire was not determined, but since the pt has not experienced any problems, there are no plans to remove it at this time. There were no additional pt complications.